Event description:
It was reported that right atrial (ra) lead impedance had increased and high. No changed have been made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.